Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have to have the bloody thing (calf pumps) for 24hrs post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding for me started 2 weeks and still spotting"). The patient was treated with surgery (essure removed) and cauterize my internal stiches. Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- bleeding for me started 2 weeks and still spotting. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have to have the bloody thing (calf pumps) for 24hrs post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding for me started 2 weeks and still spotting"). The patient was treated with surgery (essure removed) and cauterize my internal stiches. Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have to have the bloody thing (calf pumps) for 24hrs post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding for me started 2 weeks and still spotting") and vulvovaginal pain ("my vaginal cuff bit was throbbing"). The patient was treated with surgery (essure removed) and cauterize my internal stiches. Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, medical device removal and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. New event my vaginal cuff bit was throbbing was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have to have the bloody thing (calf pumps) for 24hrs post op.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.